Event description:
One discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 2000 xpi instrument. The initial result was reported to the physician. Upon retest, the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens global product support specialist (gpss) and a siemens field service engineer (fse) evaluated the immulite 2000 xpi instrument and the instrument data. The fse performed preventative maintenance, inspected the instrument, and ran quality control (qc), and everything was found to be in range. Analysis of the instrument's data indicates that the cause for the discordant human chorionic gonadotropin (hcg) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.